Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2020 regarding a patient receiving lioresal (2000mcg/ml at an unknown dose) via an implanted infusion pump. It was reported that the patient had a refill on (B)(6) 2020 and the hcp had difficulty accessing the pump due to the pump moving in the pocket. The expected reservoir volume (erv) was 4ml and the actual reservoir volume (arv) was 3ml. The hcp followed the manufacturer's refill instructions and at times would aspirate during the fill to make sure they were in the pump. They got 35ml filled, but the pump would not allow the remaining 5ml into the reservoir. The hcp discontinued the refill at this point. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The healthcare provider (hcp) went to the hospital to refill the patient¿s pump and the patient was admitted there with an infection to what he believed was leg (cellulitis). It was noted that the infection was non-product / therapy related and the patient was being cared for in the hospital. The onset / date of event regarding the infection was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2020-may-12 indicated this event is related to mfg. Report 3004209178-2020-08446 [motor stalls]. Please see mfg. Report 3004209178-2020-08446 for all information received regarding these events [motor stalls; inability to inject full refill volume; pump movement].